Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cause of the cardiac arrest was not determined.

Event description:
It was reported that the patient passed away due to cardiac arrest. The outcome was not considered to have been device or therapy related. The device operated as intended. Device parameters were within normal limits.

Manufacturer narrative:
Section a4: patient weight was not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.